Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the reservoir migrated. The previous reservoir was removed and replaced for a new 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available